Event description:
Patient had a back up mode alert come through on home monitoring. Cause of back up mode is unknown. Device was reinitialized and remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed that the device detected invalid memory content on (B)(6) 2016. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup safety mode to assure the patients safety. The device was reinitialized. Based on all available data the ICD worked as expected afterwards. There was no indication of a device malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The data from the followup after reinitialization documented a normal device behavior.